Event description:
Family member reported the pt had a slipped band and a revision surgery was performed. Now the pt has pseudomonas and the band may have to be removed. Follow up findings with the pt's former lap-band surgery: "the pt had a band slippage and surgery was performed. The band was removed and replaced at that time". This is the same pt reported under MDR ID # 2024601-2005-00491 (inamed complaint #2084005). This is the first MDR submitted for the first medical device.